Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from the USA stating that the device was heating up. The device was being used during ear surgery, but there was no injury or medical intervention. It is unk if there was a delay in surgery. There was no add'l info provided.